Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product. The reporter informed the company that the product had been discarded.

Event description:
Brushes keep breaking / after brushing only a few times the top of the brush comes off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the oral-b flexisoft or precision clean brushheads kept breaking. The consumer stated that he/she had tried the brush heads on various oral-b rechargeable toothbrushes, version unknown. A few months ago, he/she bought a multi-pack of brush heads, but after brushing only a few times the top of the brush came off. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that nothing happened if he/she scratched the logo with a coin. The consumer stated that the problem happened with 8 out of 10 brushes. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had not saved the brushes. The consumer recounted that his/her last brush, which was also broken, was the brush on which he/she tried to scratch the logo off; the consumer then threw this brush away. No further information was provided.